Event description:
The user has noted a decrease in performance and audio quality with the device. The user has fallen a couple of time over the last few years. One incident was a year ago where she hit her head but not specifically the implant site. The user has been re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00130. For further information please refer to this report.